Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a patient¿s temperature was reading 97.5f with a temperature sensing foley catheter while receiving therapy on an arctic sun device. The patient felt warmer to the touch, so the temperature sensing foley catheter was replaced and the patient¿s temperature read 106.5f. The patient was given iced normal saline, tylenol, and antibiotics. The patient was pronounced brain dead. The patient had been admitted for an intraparenchymal hemorrhage. It was also mentioned that the arctic sun device had been filled with hot water instead of cold water.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use."

Event description:
It was reported that a patient¿s temperature was reading 97.5f with a temperature sensing foley catheter while receiving therapy on an arctic sun device. The patient felt warmer to the touch, so the temperature sensing foley catheter was replaced and the patient¿s temperature read 106.5f. The patient was given iced normal saline, tylenol, and antibiotics. The patient was pronounced brain dead. The patient had been admitted for an intraparenchymal hemorrhage. It was also mentioned that the arctic sun device had been filled with hot water instead of cold water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a patient¿s temperature was reading 97.5f with a temperature sensing foley catheter while receiving therapy on an arctic sun device. The patient felt warmer to the touch, so the temperature sensing foley catheter was replaced and the patient¿s temperature read 106.5f. The patient was given iced normal saline, tylenol, and antibiotics. The patient was pronounced brain dead. The patient had been admitted for an intraparenchymal hemorrhage. It was also mentioned that the arctic sun device had been filled with hot water instead of cold water.